Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient kept it.

Event description:
It was reported that doctor removed a gamma nail that had cut out through the head and replaced it with a cone/ calcar stem with a bipolar. This was the pt's left hip and there was no previous implant record available.